Event description:
It was reported that the physician believed that the patients lead was fractured. High impedance was also reported. The patient will undergo a revision procedure. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2317-50, serial: (B)(4), batch: 7070929.

Event description:
It was reported that the physician believed that the patients lead was fractured. High impedance was also reported. The patient will undergo a revision procedure.

Event description:
It was reported that the physician believed that the patients lead was fractured. High impedance was also reported. The patient will undergo a revision procedure. Additional information was received that the patient underwent a lead replacement procedure. No further information has been obtained despite good faith efforts.